Manufacturer narrative:
The baxter technician found the head brake casters needed to be replaced. Per the baxter service manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the handles, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Raise the head section to the high position, then activate one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same test on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly by operating the head up control for a few seconds. The head section should rise. Replace the head section motor as necessary. A search of the baxter maintenance records did not show baxter performed preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced head casters to resolve the reported event. Based on this information, no further action is required.

Event description:
A other health care professional contacted technical service to report that advanta 2 frame had an issue, alleged the head end casters are not holding in brake. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.